Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced insulin leakage associated with the cartridge connection while performing supply changes outside the ilet, resulting in prolonged hyperglycemia and multiple alerts for severe high glucose; after education, the patient connected the cartridge inside the ilet and insulin delivery resumed. Symptoms included headache, exhaustion, worsened peripheral neuropathy, and irritability. Outcomes included functional impairment requiring use of subcutaneous insulin pens as backup therapy without professional medical intervention. Investigation included complaint handling, troubleshooting with user education, and review of user technique. Investigation of this case revealed user setup error during supply change that led to leakage and interrupted insulin delivery. It was concluded that the device performance was consistent with expectations when used as instructed, and the event was attributable to user error with resolved use after education. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.